Manufacturer narrative:
(B)(4).

Event description:
Procedure: partial robotic nephrectomy. According to the reporter: the clip applier locked on the vessel and would not release. The surgeon had to clamp on top of vena cava and underneath with robotic hemalock for about 15 mins to cut between hemalock and clip. They were able to pull up and release the instrument from the vessel. There was a delay over 30 mins.

Manufacturer narrative:
(B)(4).